Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was repaired and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: other relevant device(s) are: product ID: kit svc o2 bi71000167 cblasy dbl shldmvs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a firmware mismatch error displayed on startup. The site stated that they had to restart the system and that there was a firmware mismatch error popped on the screen. The system would not take pictures. The problem seems to be the connection between the image acquisition system (ias) and mobile view station (mvs). The umbilical cable seemed to be damaged and a new one needed to be ordered. No patient was present at the time of the event. The date the representative was made aware of the event was on (B)(6) 2021. The date the event occurred was not confirmed. It was reported that the pictures could not be taken. The system was giving a firmware error during startup. The system could not connect because of firmware error. When the system got the problem the image acquisition system (ias) would go automatically to stand alone mode.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a firmware mismatch error displayed on startup. The site stated that they had to restart the system and that there was a firmware mismatch error popped on the screen. The system would not take pictures. The problem seems to be the connection between the image acquisition system (ias) and mobile view station (mvs). The umbilical cable seemed to be damaged and a new one needed to be ordered. No patient was present at the time of the event. The date the representative was made aware of the event was on (B)(6) 2021. The date the event occurred was not confirmed. It was reported that the pictures could not be taken. The system was giving a firmware error during startup. The system could not connect because of firmware error. When the system got the problem the image acquisition system (ias) would go automatically to stand alone mode.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was repaired and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: other relevant device(s) are: product ID: kit svc o2 bi71000167 cblasy dbl shldmvs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, lot/serial #: (B)(6). H3) the umbilical cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The umbilical cable failed bench test. Intermittent open connection between connector p4-d and p1-d were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.